Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3mm x 40mm x 146cm coyote? Es balloon was advanced for dilation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) .